Manufacturer narrative:
B3 - date of event: corrected from (B)(6) 2020 to (B)(6) 2020. D6 - implant date: corrected from (B)(6) 2020 to (B)(6) 2020. Media review: the images reviewed shows the distal end of a guidecatheter along with a guidewire through lad. Two lesion sites are noted in lm as well as prox to mid lad. A stent is deployed in lm initially however the proximal region of this stent is noted to be bent and extending into the aorta with the guidecatheter appearing to be deep-seated and positioned inside the deployed stent. Balloon postdilation follows but the position and shape of the lm state is not changed, noting however that no loss of scaffolding observed on the stent. Balloon predilations are noted at the prox to mid lad lesion site with a stent positioned and deployed followed by postdilation and flow seen restored and good perfusion throughout lad. A second stent is then seen deployed to cover the already deployed lm one followed by balloon dilation. No pronounced bent can be seen on the lm stent however the proximal region can be seen extending past the lm ostium and into the aorta. A review of the media provided could not identify the alleged stent fracture however a bend was noted in the proximal to mid stent region of the first lm deployed stent. The distal end of the guidecatheter appears deep-seated inside the proximal region of this stent immediately after deployment and subsequent views also show that the proximal region of the stent is actually extending past lm ostium into the aorta. The bent region of the stent coincides with the ostium of lm as well as with the region up to which the guidecatheter appeared to be deep seated and since no loss of scaffolding is noted on the stent the apparent bent structure of the initially deployed stent could have been perceived by the physician as fracture however it most likely was induced by an interaction with the distal end of the guidecatheter as well as by anatomical features present at the ostium region.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 4.0mm x 12mm, eccentric target lesion was located in the left anterior descending artery. A 4.00x12mm synergy ii drug-eluting stent was implanted with dilatation of 18 atmospheres. However, it was noticed that the stent was fractured. A 4.00x12mm non-boston scientific stent was deployed over the fractured stent. The patient had an acute pulmonary edema after the percutaneous coronary intervention (pci) and was resuscitated. The physician commented that it was due to patient's age and other medical condition and it was not due to pci procedure. The following day, the patient was removed from the resuscitation and was well. It was further reported that the lesion was pre-dilated using a 3.0 x 15mm emerge balloon catheter at 12 atmospheres for 10 seconds. The stent was deployed during balloon inflation with 12 atmospheres for 15 seconds. The physician noted that the stent fracture appeared to be at the proximal portion of the implanted stent.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 4.0mm x 12mm, eccentric target lesion was located in the left anterior descending artery. A 4.00x12mm synergy ii drug-eluting stent was implanted with dilatation of 18 atmospheres. However, it was noticed that the stent was fractured. A 4.00x12mm non-boston scientific stent was deployed over the fractured stent. The patient had an acute pulmonary edema after the percutaneous coronary intervention (pci) and was resuscitated. The physician commented that it was due to patient's age and other medical condition and it was not due to pci procedure. The following day, the patient was removed from the resuscitation and was well. It was further reported that the lesion was pre-dilated using a 3.0 x 15mm emerge balloon catheter at 12 atmospheres for 10 seconds. The stent was deployed during balloon inflation with 12 atmospheres for 15 seconds. The physician noted that the stent fracture appeared to be at the proximal portion of the implanted stent.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 4.0mm x 12mm, eccentric target lesion was located in the left anterior descending artery. A 4.00x12mm synergy ii drug-eluting stent was implanted with dilatation of 18 atmospheres. However, it was noticed that the stent was fractured. A 4.00x12mm non-boston scientific stent was deployed over the fractured stent. The patient had an acute pulmonary edema after the percutaneous coronary intervention (pci) and was resuscitated. The physician commented that it was due to patient's age and other medical condition and it was not due to pci procedure. The following day, the patient was removed from the resuscitation and was well.